Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was unknown. The customer was admitted to the hospital on (B)(6) 2015. Customer stated the he stayed 1 week in the hospital. The hospital took off the pump at time of hospitalization. Customer declined to troubleshoot.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.